Manufacturer narrative:
(B)(4). Concomitant medical products ¿ oss locking pin, catalog: 150478, lot: 360630; oss femoral bushings, qty. 2 , catalog: 150477, lot: 525090; oss 18 mm tibial bearing, catalog: 150413, lot: 221680; oss yoke, catalog: 150493, lot: 245680; oss axle, catalog: 150480, lot: 538340; oss tibial augment, catalog: 150427, lot: 199970; oss resurfacing femoral 3 cm left, catalog: 150350, lot: 287150; oss non-modular tibial plate, catalog: 161043, lot: 003420; oss im stem 13 mm x 150 mm, catalog: 150367, lot: 507710; reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02857, 1825034-2017-02859, and 1825034-2017-02860.

Event description:
It was reported that a patient underwent a right knee revision approximately three years post implantation due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.